Event description:
Health professional reported left side, ¿expander expansion has been difficult.¿ the device was removed. Upon further review, it was determined that there was not a complaint against the device, as there was not a ¿problem¿ with the tissue expander. Health professional later reported "puncture" and capsular contracture baker grade iii. Physician later reported seroma. Device explanted.

Manufacturer narrative:
The event of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Manufacturer narrative:
Clarification to h10 related report numbers: this is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-07301. The initial medwatch under the current mrn and the medwatch submitted under the previous mrn 9617229-2023-07301 reported capsular contracture baker grade iii and seroma. It has been identified that these events did not occur while the patient was implanted with the tissue expander in this record. These events occurred after the device in this record was replaced with a silicone breast implant, and have been reported in mrn 9617229-2021-06772 and mrn 9617229-2025-06548. Additional, changed, and/or corrected data: b2, b5, b7, h6, h10, h11.

Event description:
Healthcare professional reported left side no complaint against the device. Device has been explanted and replaced with a breast implant.